Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for low blood glucose of 28mg/dl. Troubleshooting was performed. The customer stated that he does not manipulate the reservoir in or out of the insulin pump while connected to his body. The customer stated that he miscalculated for his late night snack and his insulin pump is functioning as designed. No further information was provided.